Event description:
The user reported that the luer connection cracked and caused his blood glucose to rise. The user also stated that he may have bumped the infusion pump causing the luer connector to crack. He also stated that he had used the same set for 3 days and his blood sugars were fine.